Event description:
It was reported that intraocular lens was found to be damaged during the surgery. Lens removed and replaced. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 26 aug 2025. Section h3: device evaluated by manufacturer: yes. Visual inspection under magnification was performed on the suspect product and found the cartridge and cartridge tip were damaged and the cartridge tip was cracked. The plunger rod was also observed to be damaged. Ovd was observed inside the cartridge. The lens module was opened and inspected and ovd was observed inside. The handpiece was inspected, and no issues were identified. The lens was inspected and was observed to be coasted in viscoelastic residue. The lens was cleaned and inspected and was observed to be damaged with a detached haptic. No further evaluation was performed. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted